Event description:
It was reported that the patient presented with his inflatable penile prosthesis experienced fluid loss in the system. Upon revision surgery, the physician confirmed that there was a break in tubing going to the pump causing a loss of fluid. The device was explanted and replaced. There were no patient complications.